Event description:
In this event, it was reported that an ankylos c/x implant was placed in a pt on (B)(6) 2012. Two months later, the dentist revealed that the implant did not osseointegrate successfully and discovered a peri-implant infection. Therefore, on (B)(6) 2013, he decided to remove the implant and grafted the site simultaneously. He intends to replace the implant at a later date. On (B)(6) 2013, the pt came to the dentist complaining about numbness in the lower jaw.

Manufacturer narrative:
There is no x-ray available thus the affected area cannot be adequately evaluated. Hence it seems to be feasible that the trauma of the nerve occurred either during the implant removal or by the subsequently placed grafting material that was possibly pushed too close to the nerve canal. According to the info available the dentist did not treat the pt for this issue. However, the pt is observing constant improvement; therefore, it can be concluded that he/she will fully recovery. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in spec.